Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were (act) 238-306s. A pre-implant balloon valvuloplasty was done. During procedure, a post-implant balloon valvuloplasty was done with a 24mm non-abbott balloon due to under expansion. The valve was successfully implanted at a depth of 3.7mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp. (Lcc). After the procedure, a left bundle branch block (lbbb) was noted. There was no treatment required for lbbb.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of valve under expansion and heart block was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported valve under expansion and heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.